Event description:
Reporter indicated that vns pt had passed away. The pt's caregiver was out of the bathroom when the pt apparently seized and drowned in the bathtub. There is no evidence at this time that the ncp system caused or contributed to the reported event.